Manufacturer narrative:
Other, other text: corrected device details with the provided information.

Event description:
It was reported that at removal, the tube is too soft and has an s shape. No adverse patient effects were reported.